Event description:
Pt underwent transjugular liver biopsy in 2003. Eight hours post-biopsy, pt's temperature increased to 103 degrees f. Pt. Took 2 tabs of tylenol and temperature decreased to 99.9 degrees f the next am (about 8 hours later). No further increase of temp. Noted.